Event description:
On 01/06/2007, the MFR received an email message from a distributor that a device had "caught fire", and caused minor to moderate property damage. Despite repeated requests for more info, the distributor has not provided any specific info about the alleged event, such as a specific description of the event or how the device was involved, the serial number of the device, location where the alleged event occurred, or the contact name. The distributor separately asserted that the incident had occurred "about 3 months" prior to the report date and that the operator of the device was a dentist. On 01/16/2007, the same distributor sent another e-mail message to the MFR asserting that a second device had experienced a similar event, but with no report of any damage. Again, the distributor has provided no specific info of the alleged event. Neither event is alleged to have resulted in death or personal physicial injury.

Manufacturer narrative:
Appropriate action cannot be determined until more info is supplied regarding the alleged events. Efforts are ongoing to attempt to obtain additional info from the distributor. Efforts by the MFR to reproduce an event similar to that generally alleged by the distributor have been negative to date. Five new units of the same model were obtained from the MFR's inventory, and were each tested at maximum load for two cycles of eight continuous hours each, which is double the maximum anticipated use in normal conditions. All units operated as designed, and no excessive heat or open flame occurred. Each of these units was then operated at maximum load for two hours under various fault and error conditions that would be most likely to result in excessive heat and/or generation of open flame. The most extensive damage produced under these conditions was the failure of a resistor on the control board, which generated a slight plume of smoke within the first three minutes under the error condition, but then ceased. The MFR's inability to produce a similar event under error and fault conditions believed to be the most likely to result in a similar event, or in connection with continuous operation for an excessive duration, preclude the MFR from determining what corrective action, if any, should be implemented by the MFR at this time.